Manufacturer narrative:
Outcome attributed to adverse event updated to reflect medical judgment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 500 mcg/ml clonidine at 149.3 mcg/day, 0.5 mcg/ml prialt at 0.149 mcg/day, and 10 mcg/ml morphine at 3.285 mg/day via an implantable pump for non-malignant pain and failed back surgery. On 2016-08-30, it was reported that the patient was admitted into the emergency room (ER) with withdrawal-type symptoms and experienced a return of symptoms within a few hours of pump replacement. It was unknown if a priming bolus had been performed. All drugs, concentrations, and doses were verified as the same as in the previous pump. According to the rep, the nurse for the procedure diluted the prialt and then compounded with the rest of the drugs before the mixture was injected into the reservoir, so the drugs were not reused. The catheter was not replaced during the procedure and the catheter was cleared of drug. It was later reported that the ER hcp had decided to give the patient a 10% bolus over a 14 minute period. On 2016-08-31, the rep indicated that hcp believed that the catheter is either bent and cinched and/or that they may have cut part of the catheter near the pouch. An exploratory surgery was planned for the following day; however, it was reported on 2016-09-07 that a catheter revision was not possible as the patient had a heart attack. On 2016-09-06, it was reported that the patient was admitted into the ICU on (B)(6) 2016 at which point the hcp decided to put the pump into minimum rate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.